Manufacturer narrative:
Additional information: h6. An event of dyspnea and severe aortic valve stenosis was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2011, a 23mm sjm trifecta valve was implanted. On (B)(6) 2017, the patient was hospitalized due to deep vein thrombosis which had no relationship with the trifecta valve. On 23 october 2019, the patient presented with dyspnea and severe aortic valve stenosis was noted. On (B)(6) 2020, a valve in valve was performed and a medtronic evolute r was implanted. The patient was reported to be in stable condition.